Event description:
Patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release. The patient's physician has increased the basal insulin delivery rate and the patient has continued to use the pump with no reported subsequent event.